Manufacturer narrative:
Summary of investigation: we have received two complaints of the same code-batch, regarding the same issue, from the same customer, at the same time. There are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received an open sample in a plastic bag without package for analysis. Upon checking the returned sample, the housing was removed from the stapler and the cause and effect at the time of use was unknown. Reproducibility of the returned sample with the returned condition could not be confirmed since there were no staples remained. After reloading the staples and confirming the reproducibility, it was confirmed that the problem was not reproduced and that the staples could be ejected in the same manner as normal products. After disassembling and observing each part, deformation of the housing and contamination of the ram were observed, but no abnormality leading to complaints was found. Based on the above, the returned sample meets our standard and is considered to be a good product. Regarding the claim that the trigger mechanism was jammed, the possible cause for that is the movement of the ram was obstructed. If the trigger was not held all the way to the end as described in the instruction for use, the staples may not have been properly stapled, which may have led to this complaint. Batch manufacturing record: after reviewing the production records, no abnormalities were found which could lead to this complaint. Conclusion root cause analysis: it has not been possible to determine the root cause as only an open sample has been received. Remarks: if the trigger is not held all the way to the end as described in the instruction for use, the staples may not be ejected properly, which may have caused this complaint. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with manipler skinstapler. The client reported that the product was used to close the wound, but the staples do not close the skin. It is believed that the staples were not bent over far enough to stay intact. On the other hand, the surgeon also claims that the trigger mechanism got jammed/stuck. No injury occurred to the patient and occurred during the general surgery procedure. Additional information is not available.